Manufacturer narrative:
The system was used for treatment. This case is reportable as an MDR as the incident was considered life threatening, the patient's hospitalization was prolonged, and also due to the medical intervention of the antibiotics that were provided to the patient. Since this event is associated with the treatment, this MDR will be against the instrument. From the instrument perspective, there was no known instrument malfunction and no service was requested by the customer for this adverse event. No product was returned therefore, a device service history review was performed. The instrument has been located at the customer's site since (B)(6) 2011. As part of the review, it was determined that the instrument's last service prior to the event was on 05-may-2020. During this service the system checkout procedure was successfully completed indicating that the instrument had passed all tests, met all specifications, and was operational. The root cause for the patient's sepsis could not be determined as there was no reported instrument issue, no product was returned for investigation, and no instrument service was requested by the customer or performed by therakos as a result of this incident. The study coordinator reported that the patient's port had also been used for other treatments besides the patient's ecp therapy. The study coordinator stated that since the patient's port was also used for their ecp treatment procedures, the patient's ecp treatments could be a possible source for the patient's port infection and subsequent sepsis. Trends were reviewed for complaint category, sepsis. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: sepsis comp (B)(4), on (B)(6) 2024.

Event description:
The study coordinator reported that an extracorporeal photopheresis (ecp) patient experienced sepsis due to a port infection following their ecp treatment procedure. The study coordinator stated that the patient was enrolled in the investigator initiated research clinical trial phase ii multicenter study of extracorporeal photopheresis with uvadextm plus standard steroid treatment for high-risk acute graft-versus-host disease (eudract no.: (B)(4) and protocol ID: magic-hr-ecp). The study coordinator stated that the patient was being treated with ecp for acute graft versus host disease (gvhd) and the patient began their ecp therapy on (B)(6) 2020. The study coordinator reported that the patient's ecp treatment frequency was once a week. The study coordinator stated that on (B)(6) 2020, the patient underwent a successful ecp treatment procedure with both blood and treated cells returned to the patient. The study coordinator reported that on (B)(6) 2020 the patient was diagnosed through blood tests with sepsis due to a port infection. The study coordinator stated that a culture of the patient's port indicated the presence of enterobacter cloacae (10,6 h) + acinetobackter baumanii (10,8 h) (quantity not defined, only time to positivity available). The study coordinator reported that the patient's port had also been used for other treatments besides the patient's ecp therapy. The study coordinator stated that the patient had successfully completed twelve ecp treatment procedures prior to their sepsis diagnosis. The study coordinator reported that the patient's initial hospitalization was prolonged due to the patient's sepsis diagnosis; however, the study coordinator did not know the additional length of the patient's hospitalization. The study coordinator stated that the patient was initially hospitalized on (B)(6) 2020 for a stem cell transplant due to b-cell-non-hodgkin lymphoma and then remained hospitalized for their subsequent acute gvhd treatment. The study coordinator reported that while the patient was in the hospital, the patient was administered the following antibiotics for their sepsis: meropenem: on (B)(6) 2020 till (B)(6) 2020 and linezolid: (B)(6) 2020 till (B)(6) 2020. The study coordinator stated that the patient's port was also removed and replaced while the patient was in the hospital. The study coordinator reported that the patient's sepsis was resolved on (B)(6) 2020 and the patient was discharged from the hospital on (B)(6) 2020. The study coordinator stated that the patient continued in the clinical trial and underwent two additional successful ecp treatment procedures on (B)(6) 2020 (14 ecp treatment procedures in total). The study coordinator reported that since the patient's port was also used for their ecp treatment procedures, the patient's ecp treatments could be a possible source for the patient's port infection and subsequent sepsis. No product was returned for investigation.